Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. It was reported that the pocket was inflamed and reddened due to the lead was protruding through the skin. The product was explanted. There were no additional adverse effects reported.